Manufacturer narrative:
Visual analysis was performed on the returned device. The reported failure to fire/deploy was not confirmed. However, posterior needle to cuff miss was observed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and return device analysis, the reported failure to fire/deploy appear to be related to needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was a closure using two prostyle devices relative to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, both prostyle devices presented a malfunction during step 2 of the suturing process. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.